Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro analyzer, and identified the failure mode as a worn syringe. The fse replaced the syringe to resolve the issue. The beckman coulter internal identifier is case - (B)(4).

Event description:
Customer reported the generation of high glucose erroneous results for four (4) patient samples on their unicel dxc 800 pro chemistry analyzer. The erroneous results were reported out of the laboratory, however later amended. There was no reports of medical intervention or change/adjustment to patient treatment associated with this event.